Event description:
It was reported that the patient presented in the emergency room due to heart failure excerbation. Device relatedness was unknown. The patient was treated medically and discharged in stable condition.